Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The investigated glucose values fall within the d zone of the parkes error grid no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was undetermined. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.